Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the therapy knob giving different ranges than joules listed. There was no patient involvement or harm reported.